Manufacturer narrative:
H3 other text : device not available.

Event description:
Consumer reported, she is noticing the patient end is bent after injection. Stated, there is leakage on the injection site. Stated, she cannot be sure if she is getting the complete dosage when taking injection. Stated, she is concerned her numbers may be affected if bending continues. Stated, does not re-use lot: unknown. Catalog: unknown, (using nano pen needles). Date of event: unknown. Samples: no cl.

Manufacturer narrative:
Additional information was added to: g6, h2, h3, h6, h10. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.